Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that it took a very long time to acquire morphology template after device interrogation, so the acquisition was canceled. Session record was requested for further investigation, but was not provided. The device was set to update template daily automatically. The last valid update was dated 1.5 months ago. Device will continue to be monitored.